Event description:
Synthes (B)(4) service and repair coordinator reported that the small battery drive and the oscillating saw attachment/large w/key for small battery drive had no power during a tplo tibial plateau leveling osteotomy surgery. The surgery was cancelled and postponed for 6 days. Facility stated that during tplo surgery, surgeon had cut about 1/2mm into portion of the tibia and hand pieces had stopped working. Facility did not have spare device to complete the procedure, therefore surgeon had to cancel the procedure. Patient was anesthetized for about 45 minutes. Patient was fine and stable. Surgery was postponed for 6 days. Second surgery was completed successfully with no harm to patient. There was no human involvement, this was a veterinary case. This complaint is on the small battery drive. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device was used in veterinary case, patient information will not be provided. Lot number cannot be confirmed and a manufacturing date cannot be provided. The lot number cannot be confirmed for this device. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number cannot be confirmed and a manufacturing date cannot be provided. Investigation coordinated by synthes (B)(4). Report received indicates the reporters complaint that the unit has no power was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to usage wear over time. (B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown.(B)(4)